Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2009, plaintiff" "was implanted with an ams miniarc pelvic mesh" to treat "pelvic organ prolapse and/or stress urinary incontinence." The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, add'l surgery and/or other injuries." The plaintiff's attorney also alleges that the plaintiff "has experienced significant mental and physical pain and suffering, has required add'l surgery and medical treatment and she has sustained permanent injury." The plaintiff's attorney additionally alleges that the plaintiff "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering. Plaintiff is informed and believes, and alleges thereon, that such injuries will result in some permanent disability to her person."